Event description:
It is reported that the pt developed a recurrent dislocation problem after years of problem-free function. During revision surgery, creamy liquid in hip, tissue and bone destruction, bald great trochanter, and gritty feel to poly liner was reported.

Manufacturer narrative:
This report will be amended when our investigation is complete.